Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified lesion. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion prior to ballooning and stenting. After the stent was implanted, the opticross hd imaging catheter was again advanced and became stuck in the mid-section of the stent. The patient remained stable, but the catheter could not be removed. The mdu was advanced, so the telescope was fully seated. A balloon was loaded on the back of the guidewire and advanced as far as possible, but dilation and removal were unsuccessful. The balloon was removed, and traction was applied to the ivus catheter. Because the vessel was already stented, the physician felt some reassurance knowing that it was protected. With continued traction, the ivus catheter was eventually dislodged. No vessel injury was observed, but the distal section of the ivus catheter, where the wire exits the monorail, was kinked. The procedure was completed with the original device. There were further complications and the patient fully recovered.